Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported that patient underwent an unknown foot procedure on an unknown date with competitor product. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to discomfort. During the procedure, the juggerknot anchor was attempted to be inserted without a guide but did not hold. Another anchor was successfully inserted utilizing a guide to complete the procedure. No additional holes were drilled.